Event description:
A malfunction was reported with the customer's insulin pump, specifically displaying malfunction code 19. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.